Event description:
It was reported that a device embolization occurred and the patient experienced a cerebral vascular accident a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After one full recapture, the closure device was released but the seal was questionable. No peri-device leak was noted. The device embolized in the left atrium and dislodged into the left ventricle (lv). The physician snared the device in the lv and pulled it through the left ventricular outflow tract (lvot). Eventually, the physician retrieved the device through a non boston scientific 16f sheath. A 30mm closure device was implanted in the laa of the patient to successfully complete the procedure. At some point during the procedure, a stroke occurred. Post procedure, the patient was hemodynamically stable, could move everything, and was alert, but they were aphasic. The patient is currently in rehabilitation and is still having speech issues, but all else has improved.